Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: during investigation, the pump was powered on and a hard call service 069 alarm was shown that could not be reset. The keypad was found to be fully intact; no peeling or damage was observed. The keypad cover was opened and there was no evidence of contamination found under all key contacts. The pump¿s cover was removed and no damage was found to the keypad flex/connector. The original complaint of a keypad response issue was unable to be confirmed due to the call service 069 alarm. Unrelated to the original complaint, the threads of the returned battery cap were found to be stripped and unable to fit to the returned pump or a test pump. A test cap was used and able to properly fit for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.